Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported atrial perforation could not be determined. The reported patient effect of atrial perforation as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Article titled, transseptal puncture through an amplatzer atrial septal occluder for edge-to-edge repair with mitraclip ntr system. (B)(4).

Event description:
This is being filed to report the atrial septal defect requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat mitral regurgitation (mr) with a grade of 4. One mitraclip was implanted, reducing mr to 2. The atrial septal defect (asd) was closed with a 20mm amplatzer septal occluder (aso). The patient returned at a later date with the mr increased to 4. The clip was confirmed to be stable on both leaflets with no chordal or leaflet damage noted. A second procedure was performed on (B)(6) 2019. The aso device was crossed in the posterior-superior part of the device waist. After perforation, the steerable sheath dilator did not cross, so a .014in guide wire was advanced to the pulmonary vein and serial coronary balloon dilatations of the aso device were performed. Using a balloon assisted sliding/tracking technique, the steerable guide catheter (sgc) was able to be advanced. The clip delivery system (cds) was then advanced to the mitral valve and the leaflets grasped lateral to the previously placed clip. The mean pressure gradient increased to 9mmhg therefore the leaflets were ungrasped and the cds removed. The procedure was aborted and the trans-aso access hole was left open given left to right shunting. Details are listed in the attached article, titled transseptal puncture through an amplatzer atrial septal occluder for edge-to-edge repair with mitraclip ntr system. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.